Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also external mechanical influences leading to a weakening of fixation may have led to device mobility. This is a final report.

Event description:
The recipient no longer has any sound perception with the device. Family reports no incident of accident or trauma. The recipient said that prior to losing the hearing in this ear, he felt a strong annoyance in it. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available.

Event description:
The patient no longer has any sound perception with the device. Family reports no incident of accident or trauma. The user said that prior to losing the hearing in this ear; he felt a strong annoyance in that ear. No further information has been received from the field.